Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157456 m2a-magnum mod hd sz 56mm lot# 909910. Item# 139266 m2a-magnum 52-60mm tpr insrt-3 lot# 788860. Item# 21-103204 ha taperloc por fmrl 10x140 lot# 692370. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02939.

Event description:
It was reported that patient underwent revision ten years post initial implantation due to elevated metal ion levels, mild synoitis and metallosis. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum pf cup (B)(6) was returned and evaluated. Upon visual inspection the cup has scuffing on the inside radius of the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.